Event description:
It was reported that during unpacking for an unspecified procedure, a guide wire break was noted. Upon unpacking the amplatz super stiff guide wire for the procedure, the tip of the guide wire was separated or pulled apart. The procedure was completed with a different device. The device had no contact with the pt.